Event description:
The customer's daughter called to report a medical event that happened with her mother. The customer lost consciousness, was sweating and drooling, and couldn't be woken up as her daughter was trying to get her blood glucose level and was receiving a "hi" reading on their freestyle meter two times with an interval in 5 minutes. The paramedics were called and upon arrival, a result of "lo" was obtained on an unknown brand of meter. The customer was given an IV of glucose and transported to the hospital.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.